Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges infection, metal wear and metallosis. Added revision hospital and updated patient harms. Added cup due to alleged infection. There were allegation of elevated metal ions after first revision, however stem were already reported. Doi: (B)(6) 2008 - dor: (B)(6) 2014 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 01, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges difficulty sitting, standing and walking for long periods of time. After review of medical records for the MDR reportability, x-ray showed hip prosthesis demonstrates to be well aligned and well fixed, however it does have soreness. Examination notes reported that patient experienced hip snapping and pain. Radiograph stated that there is significant osteolysis present around the right hip. Revision notes stated there was abundant amount of scar around the neck of the femoral component, and a large volume of cloudy fluid was also noted down the superior aspect of the neck of the stem. Laboratory results for metal ions were below 7ppb. Product codes and lot numbers were provided. This complaint was updated on jun 14, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, discomfort, tenderness, stiffness, decreased range of motion, elevated ions, difficulty ambulating, difficulty rotating hip.